Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the cannula remained on and the tube came off automatically from the patient's body. No further information available.